Manufacturer narrative:
Product was not returned back. The clot, as visualized by the rn, most likely contributed to the pump stop. The cause of the issue was biomaterial.

Event description:
The us complainant reported that a patient on impella cp support had a pump stop. All troubleshooting measures were taken, including aic (automated impella controller) replacement. The impella restarted and the patient continued impella support. It was further reported that the patient expired. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.